Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged loss of communication between insulin pump and transmitter, received pump error 53 (software error detected), crack on the belt clip rails, crack on the battery compartment, crack on the reservoir tube side and belt clip was damaged. The customer reported no adverse event. The event involved products mmt-7841zn, unk_sensor, acc-1601, mmt-1884l. Troubleshooting was performed for loss of communication. Transmitter is out of warranty. Advised customer that continuing to use the transmitter past 1 year may result in reduced battery life, frequent loss of communication, or increased" alerts. Advised customer of the process to obtain a new transmitter. Troubleshooting was performed for cosmetic damage and indicated that the pump would be replaced. Troubleshooting was partially performed for pump error alarms. Customer was able to clear the error and complete rewind. Fill cannula delivery test was completed and confirmed as recorded in daily history. Error table did not indicate that pump should be replaced. Troubleshooting was performed for pump clip. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. No product return is required for unk_sensor. No product return is required for acc-1601. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test and selftest. Successfully downloaded history files and traces using thump. No unexpected pump error 53 alarm noted during the testing. Pump error 53 alarm was recorded and found in the formatted history file on 12/01/2025 13:50:11.000, softwareerror (53) filenumber 620, linenumber 5661 problem isolated to the sw. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿xmtr paired successfully.¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 162 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Unit uploaded properly to the carelink software or and communicate properly. Pump was cut/open and inspected no moisture damage or component damage found inside the pump. I tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received: pillowing keypad overlay, cracked keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. No belt clip damage found. No communication-between pump & xmtr not confirmed. Damage- belt clip damage or missing not confirmed. Alarm-a353-pump error 53 confirmed, damage- cracked case battery tube confirmed, damage- damage reservoir tube confirmed and damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.